Event description:
The affiliate reported the therapeutic drug monitoring (tdm) control reagent leaked upon receipt involving vigil tdm control. The affiliate indicated the reagent leaked due to a loose cap. The affiliate had on personal protective equipment (ppe) consisting of gloves and eye protection during the incident. Patient sample analysis was not involved. The affiliate did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident.

Manufacturer narrative:
A definitive cause of the incident is unknown. (B)(4).